Event description:
It was reported by the patient that the patient's heart rate is irregular. The patient stated that their heart rate speeds up and then stops. Additional information was attempted to be obtained, however, it was not available. The patient's device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).